Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron:(B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has been communicated that no parts were replaced. The ventilator logs were received for investigation. The evaluation of the received device logs confirms the reported event. It showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit are also generated. Since no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).